Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. No new patient stated that since implant they have got 50% or greater relief of symptoms and that she is still retaining urine. Patient said she is getting the blue flashing light and not turning solid to connect. It was explained to patient that she had to tap on my therapy and then it turns solid. As soon as she tapped on my therapy the light turned solid blue. Issue was resolved through education. No further complication noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient said that about a month ago she was on program 2 at 0.5 volts and she was coming out of (B)(6) and something triggered what felt like a zap in her bottom. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. No new information.